Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that during a revision of the patient's left hip, a constrained liner was impacted with the constrained liner impactor. In flexion and external rotation of approximately 60°, the inner bipolar component dissociated from the outer liner. The constrained liner components and femoral head were removed, and a 10° constrained liner was implanted with another femoral head. Cause or contributor for dissociation were unknown (implant had a locking ring, there were no unusual anatomy factors, protocol was followed). Surgery was completed successfully with a delay of approximately 15-20 minutes.